Manufacturer narrative:
Concomitant medical products: product ID: 9733437, serial/lot : (B)(4). A medtronic representative went to the site to perform a system check out and they found that the handle looked like it needed to be replaced, but when it was the issue was not resolved. The position sensor unit(psu) was replaced to resolve the issue. The psu was returned for product analysis. The laser port on the back of the psu was damaged. The retention clip was loose not making good contact when a plug was inserted. The laser was otherwise functional. A check of the event log also showed a laser battery fault with low voltage. In addition, the psu failed an accuracy test (aak) at .37 mm with a passing threshold of .35 mm. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the site's laser handle was not functioning properly. The connector appeared to be loose. There was no patient present when this issue was identified.